Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the ins was removed because the patient had to charge it all the time and had problems keeping it charged. The patient wanted to know what to do with the external equipment. No further complications were reported/anticipated.